Event description:
The device was returned to the service center with a report from the customer contact of during preventive maintenance testing at the user facility the device alarmed with a 14/002/000 (watchdog error) service alarm code. There is no indication of a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing, corrosion due to leakage from the disposable batteries were noted in the battery compartment and the middle printed circuit board of the device. The customers reported 14/002 service alarm code was duplicated during testing. The probable cause was a depleted lithium battery. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.